Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2014 that she activated the pod and her blood glucose history. The pod was removed and she noticed that the cannula was bent. She could also smell insulin leaking.